Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir leak. The customer reported insulin was dripping into their hands. Customer's blood glucose was unknown. The customer reported the leak occurred while filling the reservoir. The customer did not find any damage to the reservoir. The location of the leak was also unknown. The customer agreed to return the reservoir for analysis.